Event description:
It was reported that the unit was overheating. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not yet been evaluated by MFR; follow up report will be issued as necessary based upon investigation results.